Manufacturer narrative:
Other, other text: b5: additional information received on 7-dec-2022 via email and attached to complaint object: patient details: (B)(6) 1995, 27 years old, female. Quantity involved was unknown/not provided. The product/lot number of the inf. Set cleo 42inches 9mm was unknown/not provided. Its unknow if the patient received medical treatment (anything that is not over-the-counter). Any relevant tests/laboratory date (including dates) is also unknown/not provided. Event outcome at the time was ongoing. Patient to be followed up with for further assistance per event. Any concomitant medical products and therapy dates (excludes treatment of event) was also unknown/not provided. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, device history record review could not be completed.

Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.